Manufacturer narrative:
It was reported that the ventilator alarmed for high peep (positive end expiratory pressure) during patient treatment. There was no patient harm. The reported issue has been confirmed during evaluation of received device logs, problem description and service report. Further investigation of received logs reveled several alarms for peep high and also paw high (event log on 22nd december 2021). These alarms indicate efforts of the ventilator to deliver the set tidal volume and that the expiratory resistance had increased at the time for the event. According to the test log, the ventilator passed the pre-use check prior ventilation was started and the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Our field service engineer (fse) was on site to investigate the issue further but could not duplicate the issue and did not found any issues or malfunctions during the inspection. The device was tested with multiple pre-use checks and it passed all functional and safety tests and was returned for clinical use. An increase in airway pressure can occur due to a blockage in the respiratory system. No information concerning patient breathing circuit or filter was provided. Our conclusion based on the log evaluation, is that there was no ventilator malfunction. The ventilator detected and generated alarms for the high pressure situation. The root cause has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for high peep (positive end expiratory pressure) during patient treatment. There was no patient harm. Manufacturer's ref.#: (B)(4).